Manufacturer narrative:
This report filed march 8th, 2016.

Manufacturer narrative:
This report is filed january 14, 2016. Device not received by manufacturer.

Event description:
Per the patient's surgeon, the patient experienced dizziness and no sound with device use. A CT scan revealed that the electrode array was outside of the cochlea. The device was explanted on (B)(6) 2015, and the patient reimplanted with a new device during the same surgery.